Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion, and displacement test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump received with cracked case at display window corner, reservoir tube, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.